Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation or during first post dilation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the previously implanted stent such that the balloon became damaged and subsequently ruptured during the second post dilation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the mid right coronary artery. The 4.0x15mm rx nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion for post-dilatation of the implanted xience stent; however the balloon ruptured during the second inflation at 7-8 atmospheres. The procedure was completed using another balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.